Event description:
The user facility reported that the involved injection needle broke. The pharmacy delivered a new box. The pharmacy threw away the defective product. The event occurred pre-treatment. There was no patient involvement. Before injection the needle was found broke, and the treatment was stopped.

Manufacturer narrative:
Expiration date: 31-jul-2026 (date was filled in however is showing up blank in the print view of the medwatch). Operator of device: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: unknown. The actual sample was not available for evaluation. The root cause of the complaint could not be identified to be related to our product or production process. The retention samples were confirmed visually in good condition. Simulation were conducted on the samples wherein the needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. Our cannula is supplied raw material that complies with iso 9626, particularly on stiffness and breakage. We have received nine (9) complaints covering fy20 to fy22 (august 16, 2022), related to this issue where the cause was not identified related to our product and production process. We have an online and in-process visual inspection to check bent or damage to the cannula that might lead to the complaint. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing inspection that includes visual checking such as bent or damage on the cannula. All samples passed. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no.1 to add section h6: in investigation conclusion.